Event description:
Attempting balloon dilation with the bs 18/19/20 balloon. Balloon initially minimally inflated and then deflated to for the md to adjust the placement. Balloon pulled out as requested from scope and then attempted re-inserting through the biopsy channel and balloon would not pass through. Checked wire placement, made sure it was completely deflated, tried multiple times and it would not thread into the scope.